Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the foreign material was identified as polyisoprene. Polyisoprene is a polymer (rubber material) formed by the linking of multiple isoprene units, and it is a material used in items such as tape. The material may have entered the tube by insufficient cleaning and rinsing, or the material remained on peripheral devices transferred to the subject tube. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the auxiliary water tube had a small black substance observed inside it. The issue was identified during service and maintenance, and there were no reports of patient involvement.